Manufacturer narrative:
Follow-up # 1 ¿ (10/25/2013). The retain test strips were evaluated by lifescan product analysis on 10/14/2013 with the following findings:the retain test strips involved in this case were found to have shelf life exceeded. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch profile meter read inaccurately compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple weeks prior to contacting lfs. Results obtained with the subject meter were not specified. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. The patient claimed he felt a symptom of shaky. Treatment was not specified. It would have been helpful to know what blood glucose results the patient obtained and what, if any, action was taken based on the results or if any treatment was received. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient was using expired test strips at the time of the reported issue. This complaint is being reported because the patient reportedly may have developed a symptom suggestive of a serious injury after the alleged meter issue began.